Event description:
Caller reported end user inserted a non-fenestrated inner cannula (unspecified model) into a 10 fenestrated tube with a phonation valve which prevented patient ventilation. No further information was provided.